Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found.

Event description:
It was reported the device was originally connected to the leads, with no problems, during implant attempt. When the leads were placed back into the device header after being disconnected to reposition the atrial lead, the physician was unable to engage the the screwdriver into the screwhead to tighten down the ventricular lead in the header. The device was not used and was replaced. No patient complications were reported as a result of this event.